Event description:
The facility reported to baxter (B)(4) that a colleague infusion pump experienced an air in line alarm on channel a while the patient was on bolused pain management. This event interrupted delivery. The device was infusing versed on channel a, fentanyl on channel b and lactated ringers solution on channel c when this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2010, the patient was hospitalized and diagnosed with peritonitis. The cause of the peritonitis was unreported. It was unreported whether treatment was provided. Pd therapy was ongoing. On (B)(6) 2010, the patient was discharged from the hospital and had recovered from the peritonitis.

Manufacturer narrative:
(B)(4). Root cause could not be determined based on information available in this complaint report. A batch review was performed for suspect lot numbers (h10f19047), with no defects noted. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.should additional information become available, a follow-up report will be submitted.